Manufacturer narrative:
The technician was unable to arm the bed exit. He replaced the interface board from another bed and was able to recreate the original problem. The bed has out of bed exit only and the siderail labels and pods both have bed exit. He replaced the siderail labels and the problem continues with the bed exit. He also replaced the scale board, sidecom board, motor control board and calibrated the scales, but the bed exit is still not working properly. Repairs have not been completed.

Event description:
Information received indicates the bed didn't send a nurse call when the bed exit alarmed at the bed.